Event description:
It was reported that multiple motor stalls and recoveries occurred. The first motor stall occurred on (B)(6) 2012 with a recovery on the same day and another motor stall occurred on (B)(6) 2013 with a recovery on the same day. No history electromagnetic interference or mris were known of. The device system was used to deliver morphine 25mg/ml at 1.2mg/day and the concentration was being changed to 10mg/ml. It was later reported that a motor stall occurred on (B)(6) 2012 at 23:45 with a recovery on (B)(6) 2012 at 00:30. A motor stall occurred on (B)(6) 2013 at 10:37 with a recovery at 11:45. It was later reported the pump was set to minimum rate and no drug refill occurred. A dye/rotor study was to be scheduled after the family was informed of the risk of starting the pump again. It was noted that the patient had terminal cancer, so the pump might have remained implanted for the remainder of the patient¿s life.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n246294, implanted: (B)(6) 2010, product type: accessory. Product ID: 8731sc. Serial# (B)(4), implanted: (B)(6) 2010, product type catheter product ID 8598a lot# serial# (B)(4), implanted: 2012-03-15 explanted: product type: catheter. (B)(4).